Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign object noted to be attributed to handling, insufficient reprocessing. Due to clogging, the water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "nozzle clogged" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient reprocessing. Furthermore, the following defects were identified during device inspection: connecting tube has a dent. Connecting tube has a wrinkle (insertion tube buckles and coating peel-off/buckles on protector insertion section). Connecting tube, image guide (ig) noted with scratch. The information of reprocessing and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted ¿unknown¿ about when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted ¿properly implemented¿. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Any concerns on reprocessing- no response noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " nozzle clogged, unable to supply water due to bedside cleaning after inspection", cleaned with oer-4 (scope reprocessor) and issue was not resolved. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, reprocessing issue ) identified during device return evaluation.